Event description:
It was reported that during an open gastrectomy, the jaws did not open after the device was fired on the duodenum. The fired tissue fell out from the jaws without opening, so it was not difficult to remove the device from the patient. The target tissue was not damaged. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.